Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone16.1 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she sought medical attention at the emergency room (ER). She needed medical attention because she accidentally administered 30 units of insulin (two doses of 15 units within a few hours). This caused her blood glucose levels to drop dangerously low. On (B)(6) 2025, she visited the emergency room and stayed for 3-4 hours, being discharged on (B)(6) 2025. She experienced low blood glucose and high insulin on board (iob) values, which led to her seeking medical attention. The medical professionals advised her to drink juice and eat crackers with peanut butter, and monitored her blood glucose levels before discharging her. The patient mentioned that her blood glucose was 40 mg/dl when she left her house and 70 mg/dl upon arrival at the ER. She treated her low blood glucose by drinking juice and eating peanut butter crackers. Additionally, she was concerned about setting up her smartphone app after receiving a memory corruption alert.